Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced a blood glucose (bg) level as high as 600 mg/dl and moderate levels of ketones. Manual injections were administered to address the bg level. The ketones were addressed with insulin and by consuming fluids. The past occlusion alarms were addressed by performing infusion set changes. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.